Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 22. Nov. 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: the knob at the proximal end of the lateral quick inserter / distractor was jamming. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: product investigation summary: the received oracle lateral quick inserter distractor is in a very used condition with the color on both handles faded and scratched. There are hammer marks on top of the head piece and there is a heavy tool mark at the side of the head piece. There are strong wear marks at the u-piece of the pusher; the pusher itself has some clearly visible stress marks. It was also seen that the spindle is completely stuck in the pusher, which caused the complained malfunction. As the spindle is stuck it is impossible to disassemble the device without causing more damage to the relevant parts; therefore, the exact cause of this occurrence cannot be defined. However, due to the used condition of the instrument it can be assumed that the inserter was initially functional as required. At this point, it is likely that a combination between excessive use and insufficient lubrication caused the jamming. The excessive use is indicated by the hammer marks on the head piece; in this relation, the etching ¿do not impact¿ on the head piece can be mentioned. The strong wear marks at the u-piece of the pusher are an indication of insufficient lubrication. In this relation, it can be mentioned that movable parts, like the sliding fit between the spindle and the pusher, should be regularly lubricated. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(4) pieces was manufactured in november, 2013. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number. H10 additional narrative: a1, b3: unknown, d10. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.